Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including all stress testing and troubleshoot testing with a known good test setup without duplicating the customer's report. An internal inspection found some debris in the flow screens. The flow screens were replaced as a precaution. The device passed all complete calibration and outgoing system tests. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a compressor fault 2001 message. Complainant did not indicate that there was any patient involvement in the reported malfunction.